Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited systemic infection. Additional information indicated that removal difficulty of the lead was also noted. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) leads were explanted. There were no adverse patient effects reported. The rv lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.